Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, there was a crack observed in the venous adapter after the surgery. The catheter was not repaired. There was no leak. Tego was not utilized. Betadine was the cleaning agent used on the device. The remedial action performed was to replace the device. Flushing was done with no abnormality. Aside from the crack, there were no other defects/damages found on the product. No other products are being utilized with the device. No excessive force used on the device. No instrument was used to loosen or tighten the device. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Hand was the method utilized to tighten the adapters. The procedure was able to complete after the remedial action. There was no medical intervention/treatment required as a result of the adapter issue. There was no blood loss, and blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that there was a crack on the venous luer adapter. It was reported that the luer adapter was cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from overtightening the adapter. Overtightening the luer adapter can cause excess stress on it, which can lead to cracks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d6b, g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, there was a crack observed in the venous adapter after the surgery. The catheter was not repaired. There was no leak. Tego was not utilized. Betadine was the cleaning agent used on the device. The remedial action performed was to replace the device. Flushing was done with no abnormality. Aside from the crack, there were no other defects/damages found on the product. No other products were utilized with the device. No excessive force was used on the device. No instrument was used to loosen or tighten the device. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Hand was the method utilized to tighten the adapters. The procedure was able to be completed after the remedial action. There was no medical intervention/treatment required as a result of the adapter issue. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b3, d6b, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the luer adapter to be cracked, leaking, or broken. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.